Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving inappropriate shocks. When the device was interrogated, multiple inappropriate shocks were observed due to noise on the ventricular channel. Noise was reproducible trough isometrics. The lead will be explanted. No further information was provided.